Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was reported that the patient was in transit, and the epg (external pulse generator) was connected to the patient. The device was moved, it shut off, and the patient flatlined. The epg started up again. When entering the hospital, the device shut off again, and the patient flatlined a second time. The battery voltage at the time was 9v. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found electrical test anomalies. The keyboard was out of specification, with the on key stuck in the on position, which was likely related to the reported behavior. The upper and lower cases, ring, and side bail covers were found to be broke. A ring bail was also missing, and the battery contacts were compressed.